Manufacturer narrative:
B5: the reporter indicated the patient has not returned to the clinic since the last follow-up. According to the surgeon, the patient does not seem to require further treatment for now. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, -08.00 diopter, in the patients left eye (os), on (B)(6) 2023. This was the replacement lens for MFR. Report # 2023826-2023-01499, but the problem was not resolved, there is a possibility of replacement. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. D6b: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).